Manufacturer narrative:
(B)(4). The complaint is confirmed due to the use error described by the peritoneal dialysis (pd) nurse in the baxter global pharmacovigilance report, stating an unspecified breach in aseptic technique occurred during pd therapy. No assignable cause was determined. A review of all batch record documents was performed for potentially associated lots h11d22037 and h11d06014 with no issues noted during the manufacturing process. A review of all batch record documents was performed for potentially associated lot h11f03057 with an exception noted for the batch but did not indicate any issues related to the complaint. There were no deviations from standard procedure. Per labeling review: the instructions listed in the patient at home guide for the homechoice device state to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. The guide instructs the user to use aseptic technique to reduce chance of infection, this includes whenever the patient is connecting themselves to the cycler, disconnecting, or any time they handle fluid lines and solution bags. The guide instructs patients to put on a face mask and wash and dry/disinfect their hands thoroughly. The direction sheet provided with the product, has multiple instructions and warnings for aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Initially a customer contacted baxter technical services (bts) regarding bypass assistance during the initial drain of peritoneal dialysis (pd) therapy while using the homechoice machine(hc). During the conversation, the technical service representative (tsr) asked the nurse if the home patient (hp) has any fibrin. The nurse stated no, but the hp did have an infection from being constipated. On (B)(4) 2011, baxter product surveillance followed up with the nurse regarding the reported issues. The nurse stated that the home patient has fully recovered from the infection and is currently performing therapy without any further complications. No further information was provided at the time of the call. On (B)(4) 2011, baxter global pharmacovigilance (gpv) followed up with the peritoneal dialysis nurse (pdn) and received the following additional information. The pdn stated that on an unreported date, the patient began treatment with continuous ambulatory peritoneal dialysis (capd) using local (pd4) ultrabag (dose and frequencies not reported). Information on the patient's treatment with the homechoice was not provided. On (B)(6) 2011, the hp was diagnosed with bacterial peritonitis and was not hospitalized. There was no exit site or tunnel infection associated with the peritonitis. The patient received remedial treatment with vancomycin (dose and route not reported) and cipro(ciprofloxacin), dose and route not reported. The pdn stated that the cause of the peritonitis was due to an unspecified break in aseptic technique and that the patient was re-trained in proper procedures of aseptic technique. The pdn clarified that the patient's condition was ongoing and improved. The pdn declined to provide any information on the patient's medical history and concomitant medications. The pdn stated that the cause of the peritonitis was due to a break in aseptic technique and unrelated to a baxter solution or device. The pdn declined further contact regarding this incident.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.